Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed no delivery. The customer explained that the insulin pump vibrated, made a whistling sound and a black circle appeared. The customer's blood glucose was 133 mg/dl. While troubleshooting, the customer performed a 5 unit fixed prime, and the customer stated that insulin exited. After attempting to perform another 5 unit fixed prime and the insulin not exiting, it was determined that the infusion set may have been occluded. The customer was advised to change and return the entire infusion set for analysis. The customer was advised to remove the reservoir and rewind the insulin pump. The customer was advised that the reservoir would be replaced. The customer agreed to return the product for analysis.